Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor fails a baseline) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was contaminated causing the faults. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.